Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that smoke was coming from the actuator board of a fresenius 2008k2 hemodialysis (hd) machine. A burning smell was observed upon powering up the machine, and the biomed powered the machine down once the smoke appeared. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed stated that annual preventative maintenance (pm) was performed on the machine the day prior to the reported event. Additional information was requested, however, to date a response has not been received. No parts were returned to the manufacturer for physical evaluation.